Manufacturer narrative:
The returned device was evaluated and after investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was found to be bent. During fluid path test, fluid passed freely through the complete fluid path, even though the exposed soft cannula was bent. It could not be determined when this damage to soft cannula occurred. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to over 250 mg/dl.